Event description:
It was reported that patient underwent a lead replacement procedure for unknown reason. The patient was doing well post operatively and the explanted device will not be return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5085188. UDI:(B)(4).

Event description:
It was reported that patient underwent a lead replacement procedure for unknown reason. The patient was doing well post operatively and the explanted device will not be return due to facility policy. Additional information that patient had countless falls and multiple sclerosis (ms) which are not device related.